Event description:
The physician attempted to deploy an endeavor resolute 3.0 x 30mm drug eluting stent. The target lesion was in the proximal rca. The lesion had severe calcification and 90% stenosis. The lesion was pre-dilated using a 2.5 x 20 mm balloon at 14 atm's. It was reported that when attempting to advance the device, resistance was encountered and the stent was deformed. It was reported that the physician believes that the issue occurred due to the patient's lesion morphology. The device was inspected prior to use with no issues noted. No patient complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had severe calcification and 90% stenosis. The physician reported that the issue was due to the patient¿s lesion morphology). No results available since no evaluation was performed (device or procedural images not provided for review). Device not returned. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had severe calcification and 90% stenosis. The physician reported that the issue was due to the patient¿s lesion morphology). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. A number of stent struts on the 16th, 22nd and 23rd proximal segments were raised and deformed. The remaining segments were intact.